Manufacturer narrative:
The fault could not be replicated when the bim400 implant magnet and the screw was attached to a reference bi300 implant. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and this event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue.

Manufacturer narrative:
This report is submitted on june 19, 2018. (B)(4).

Event description:
Per the clinic, the screw on the device could not be tightened resulting in fixture loss. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient as of the date of this report.